Event description:
It was reported that the customer received an unexpected restart alarm. Her blood glucose level was 92 mg/dl. The customer pressed the button to deliver a bolus but the screen froze. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. No frozen screen noted. Unable to verify for a21 alarm due to no act and down button response. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked on reservoir tube window and cracked reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.